Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No release key was used or needed during testing on in-house system. The instrument was found to have damage on the conductor wire¿s insulation. The conductor wire was found with slightly exposed internal wire. A piece of insulation material was not attached to the conductor wire. The missing insulation was approximately 0.025" x 0.044" in size. There was also thermal damage on the bipolar yaw pulley. A small sign of thermal damage was found on one of the grip bases. The fenestrated bipolar forceps passed the electrical continuity test. Energy was delivered without any issues on the in-house system. The instrument was reevaluated and passed all in-house testing on both attempts. Various scratch marks with light material removed was found on the main tube. The scratch marks were 0.086¿ - 0.276" in length and were not aligned with the tube axis. There were also scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on two locations of the bipolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was clamped on tissue. An emergency key was used to unlock the instrument. The procedure was completed with no reported injury.